Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service cod 104) was isolated to 3.3v being shorted through the u604 pin 1 component on the computer/analog board pca. L1003, l500, r613, l609, r614, c627 were removed during troubleshooting due to the electrical short. The root cause for the defective u604 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.